Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in france, during a tavr procedure using a 26mm sapien 3 valve via transfemoral approach, the valve was correctly deployed and positioned with nominal volume under rapid pacing. The leaflets were not heavily calcified. After deflation, blood was observed in the inflator, however, a balloon burst was not previously noted. The commander delivery system balloon was retrieved into the esheath under fluoroscopy, without any difficulty. The catheter was flushed outside of the patient, which confirmed a balloon rupture. No consequence for the patient, the patient was deemed fine post-procedure. As per medical opinion, calcification on the sinotubular junction (stj) could have ruptured the balloon at the very last second before deflation. The pre-decontamination findings confirmed that the balloon was ruptured.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The commander delivery system was returned for examination and confirmed the reported event. However, no manufacturing non-conformance was identified during the evaluation. Visual examination found that there was a longitudinal and radial tear (burst) at the proximal shoulder of the balloon. In addition, there was a kink in the balloon and flex shaft that was slightly curved due to packaging. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, there was the presence of calcification on the stj. Also, the 3 mensio reveals the presence of calcium at the annulus and native leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. The technical summary also outlines the instructions for valve deployment. While IFU/training manuals are not listed in the technical summary, a review of the instructions revealed similar contents as documented in the technical summary. In this case, a review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.